Event description:
The reporter stated the surgeon attempted to use an aq2010v three piece silicone lens. The surgeon was advancing the lens in the injector when he noticed the haptic had torn. The lens was not inserted into the pt's eye, but there was pt contact. No pt injury. The lens will not be returned by the facility.

Manufacturer narrative:
(B)(4). Eval conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injectors/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. #(B)(4).